Event description:
It was reported that the lesion was located in the bifurcation of a heavily calcified left anterior descending artery (lad). A 3.0 xience prime stent was implanted in the diagonal artery. A guide wire was placed in the lad through the struts of the implanted stent and pre-dilatation was performed with size 2.5, 3.0 and 3.5 mm dilatation balloons sequentially in order to place a stent in the main lad vessel using the cullote technique. A 3.5x23 mm xience prime stent delivery system (sds) failed to cross through the dilated vessel due to excessive resistance. Resistance was also felt during retraction of the sds after the failed attempt to cross with the vessel. After retraction of the sds, the stent implant was observed to have flared stent struts on the proximal and the distal end of the stent. A new sds was used to treat the lesion successfully. There was no reported damage to the implanted stent. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder, guide catheter: 7fr xb 3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.